Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose. Technical support provided information to reset the pump and assisted the customer in doing so, after which the malfunction did not recur. The customer was advised to continue using the pump and to reach out again if any issues arose.